Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient's stimulator was not working. Per the hcp, the patient reported that it had been a year and the event had started in 2018. No further complications were reported.